Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seal not intact. No exterior damage, serial number is missing from the display. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. Also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device. The following actions were taken: replaced motor assembly with stepper motor included, worm gear , leadscrew and clutch halves. Additional repairs included replacement of: installed missing serial number (B)(4) into the display to match bottom case and paperwork. Replaced top case due to crack under the handle, right plunger case and battery door, force sensor and plunger cable. Installed missing plunger case seal and left plunger case o-ring. Installed cable. Cleaned, greased and calibrated the device. Device occlusion test and functional tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.